Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a skin irritation under the lifevest. The irritation was described as the skin changing color and turning almost black everywhere under the device, and as a severe skin rash under the back therapy electrode pads. The patient went to the emergency room where a physician described the irritation as an allergy. In addition, the doctor gave the patient an ointment. It was also reported that the patient was not changing and cleaning the device as recommended. The distributor educated the patient on proper device care. Follow-up indicated that there was "just a little" betterment and that the doctor was following the patient's condition. A review of the patient's download data indicates that the patient continues to wear the device.